Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and cerebral palsy. It was reported that there appeared to not be anything wrong with the catheter; however, the surgeon was doing a spinal surgery revision and had cut the catheter. The event occurred during a procedure. A catheter revision was noted; the surgeon decided to replace the catheter. The catheter was replaced with a model 8782 catheter. The complete catheter was explanted. The catheter was discarded by the hcp. The issue was resolved at the time of the report. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that nothing was spoken of. Diagnostic testing/troubleshooting performed were unknown. No patient symptom was reported. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history and weight were unknown / not available. No further patient complications have been reported as a result of this event.